Event description:
The user facility reported that following the completion of a patient procedure, it was determined that the uretero1 single-use digital flexible ureteroscope used in the procedure was non-sterile. The patient was administered prophylactic antibiotics. No report of injury.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
Upon further investigation, it was determined that a steris sales specialist had obtained a non-sterile ureteroscope to be used for demonstration purposes. While in possession of the non-sterile scope, at the user facility's request the sales specialist visited the user facility to observe them use a scope in a patient procedure. The intent was to provide and use a sterile scope; however, the sales specialist inadvertently provided the facility the non-sterile scope; the error was not identified until after the procedure was completed. No adverse outcome for the patient was reported. The sales specialist was retrained on the importance of ensuring only sterile scopes are provided for use in patient procedures. UDI related data clarification - the model/catalog number are unknown; therefore, the applicable UDI and production identifiers were not included in the MDR. No additional issues have been reported.